Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet had a damaged screen with nothing visible, preventing insulin delivery and meal announcements, which corresponded with blood glucose reaching 400 mg/dl for about three hours; the issue was associated with a fracture of the cover component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user, analysis of information provided by the user, and receipt of the returned device. Investigation of this case revealed a fracture problem consistent with a component failure of the cover. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.